Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced a dislodgement of the internal magnet on (B)(6) 2016, during an MRI scan (1.5 tesla). Following the MRI, the patient experienced pain and a skin breakdown.

Manufacturer narrative:
Per the clinic, the patient's magnet was successfully repositioned through manipulation of the magnet (date not reported). This report is filed on february 03, 2017.